Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, the rv lead exhibited noise following a shock episode. Electrical measurements were stable. X-ray images indicated the rv lead was twisted near the ICD. The physician diagnosed the case as twiddler's syndrome. As a precaution, the patient was hospitalized and shock therapy was deactivated. Surgical intervention was undertaken on (B)(6) 2016 during which the rv lead was capped and replaced. In addition, the insulation on the rv lead was reportedly compromised. The ICD was explanted and replaced due to normal battery depletion. No patient symptoms were reported.